Event description:
Site reported a problem with the edge locatable guide (lg) connecting to the super dimension system. The site obtained another lg and continued with the case. Add'l info received on (B)(6) 2012, stated the pt experienced a pneumothorax.

Manufacturer narrative:
The component of the superdimension inreach system, an edge locatable guide, was discarded at the site and will not be returned for eval. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approx (B)(4) with the CT guided procedure.